Event description:
Pt reported that five infusion set tubings broke during use. Pt discovered breakage after noticing insulin leakage; pt experienced high blood glucsoe levels during this time. Treatment received, if any, was not specified.